Event description:
It was reported that the power extension cable appeared melted and the patient electronics system caught fire. The patient discarded the unit and reported that there were no adverse consequences. A replacement unit was provided.

Manufacturer narrative:
No device analysis results are available because the device was discarded. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.